Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, dehydration, anxiety, depression and flank pain. Previously administered products included for an unreported indication: diflucan and flintstones. Concurrent conditions included cardiac dysrhythmias, abdominal pain, vomiting, gastritis, diarrhea, pelvic discomfort, grand multiparity, anemia, chest pain, back pain, chest wall pain, pharyngitis, breast pain, yeast infection and vaginal pain. Concomitant products included ibuprofen and oxycodone. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 11 months after insertion of essure. On (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), infection ("infection nos") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full), hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, female sexual dysfunction, dysmenorrhoea, fatigue, weight increased, bladder disorder, urinary tract disorder, infection, migraine, headache, nausea and vaginal discharge outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, fatigue, female sexual dysfunction, headache, infection, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - on (B)(6) 2013: other (please describe) no opacification of the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, pelvic pain, headache, dysmenorrhea. Most recent follow-up information incorporated above includes: on 30-may-2019: pfs received. Lab data added. Concomitant condition and medication added. Events : pain, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), fatigue, weight gain / loss specify which one: weight gain, bladder or urinary problems or changes, infection nos, migraines, headaches, nausea, vaginal discharge were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,pelvic pain,lower right') in a 22-year-old female patient who had essure (batch no. A73753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, dehydration, anxiety, depression and flank pain. Previously administered products included for an unreported indication: diflucan and flintstones. Concurrent conditions included cardiac dysrhythmias, abdominal pain, vomiting, gastritis, diarrhea, pelvic discomfort, grand multiparity, anemia, chest pain, back pain, chest wall pain, pharyngitis, breast pain, yeast infection and vaginal pain. Concomitant products included ibuprofen and oxycodone. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)."), 6 months 23 days after insertion of essure. On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia,menstruation cycle heavy"), vaginal haemorrhage ("abnormal vaginal bleeding,spotting unrelated to menstrual cycle"), menstruation irregular ("irregular menstrual cycle") and polymenorrhoea ("menstrual cycle twice in one month"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced fatigue ("fatigue"), infection ("infection nos"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("pain lower abdominal"), abdominal pain ("abdominal pain") and perineal pain ("perineal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full), hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, female sexual dysfunction, dysmenorrhoea, menstruation irregular and abdominal pain had resolved, the fatigue, weight increased, bladder disorder, urinary tract disorder, infection, nausea, vaginal discharge, menorrhagia, vaginal haemorrhage, polymenorrhoea and perineal pain outcome was unknown and the migraine, headache and dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, infection, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, perineal pain, polymenorrhoea, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in essure removal dates : (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Hysterosalpingogram - on (B)(6) 2013: other (please describe) no opacification of the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, pelvic pain, headache, dysmenorrhea lot number: a73753, manufacture date: 2012-11, expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received. Event outcome were updated: dyspareunia to recovering and apareunia to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,pelvic pain,lower right') in a 22-year-old female patient who had essure (batch no. A73753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, dehydration, anxiety, depression and flank pain. Previously administered products included for an unreported indication: diflucan and flintstones. Concurrent conditions included cardiac dysrhythmias, abdominal pain, vomiting, gastritis, diarrhea, pelvic discomfort, grand multiparity, anemia, chest pain, back pain, chest wall pain, pharyngitis, breast pain, yeast infection and vaginal pain. Concomitant products included ibuprofen and oxycodone. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)."), 6 months 23 days after insertion of essure. On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia,menstruation cycle heavy"), vaginal haemorrhage ("abnormal vaginal bleeding,spotting unrelated to menstrual cycle"), menstruation irregular ("irregular menstrual cycle") and polymenorrhoea ("menstrual cycle twice in one month"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced fatigue ("fatigue"), infection ("infection nos"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("pain lower abdominal"), abdominal pain ("abdominal pain") and perineal pain ("perineal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full), hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed in october 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menstruation irregular and abdominal pain had resolved, the female sexual dysfunction, fatigue, weight increased, bladder disorder, urinary tract disorder, infection, nausea, vaginal discharge, menorrhagia, vaginal haemorrhage, dyspareunia, polymenorrhoea and perineal pain outcome was unknown and the migraine and headache was resolving. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, infection, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, perineal pain, polymenorrhoea, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in essure removal dates : (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Hysterosalpingogram - on (B)(6) 2013: other (please describe) no opacification of the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, pelvic pain, headache, dysmenorrhea lot number: a73753 manufacture date: 2012-11 expiration date: 2015-11 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain,pelvic pain,lower right') in a 22-year-old female patient who had essure (batch no. A73753) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, dehydration, anxiety, depression and flank pain. Previously administered products included for an unreported indication: diflucan and flintstones. Concurrent conditions included cardiac dysrhythmias, abdominal pain, vomiting, gastritis, diarrhea, pelvic discomfort, grand multiparity, anemia, chest pain, back pain, chest wall pain, pharyngitis, breast pain, yeast infection and vaginal pain. Concomitant products included ibuprofen and oxycodone. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)."), 6 months 23 days after insertion of essure. On (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia,menstruation cycle heavy"), vaginal haemorrhage ("abnormal vaginal bleeding,spotting unrelated to menstrual cycle"), menstruation irregular ("irregular menstrual cycle") and polymenorrhoea ("menstrual cycle twice in one month"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced fatigue ("fatigue"), infection ("infection nos"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("pain lower abdominal"), abdominal pain ("abdominal pain") and perineal pain ("perineal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full), hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menstruation irregular and abdominal pain had resolved, the female sexual dysfunction, fatigue, weight increased, bladder disorder, urinary tract disorder, infection, nausea, vaginal discharge, menorrhagia, vaginal haemorrhage, dyspareunia, polymenorrhoea and perineal pain outcome was unknown and the migraine and headache was resolving. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, infection, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, perineal pain, polymenorrhoea, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in essure removal dates : (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Hysterosalpingogram - on (B)(6) 2013: other (please describe) no opacification of the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, pelvic pain, headache, dysmenorrhea. Most recent follow-up information incorporated above includes: on 7-oct-2019: pfs received : lot number added. Following events were added : menorrhagia, abnormal vaginal bleeding, dyspareunia (painful sexual intercourse), pain lower abdominal, irregular menstrual cycle,menstraul cycle twice per month, abdominal pain. Outcome of dysmenorrhea,pelvic pain was changed from unknown to recovered/resolved. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.